Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier (B)(6). D1: brand name unknown / provided. D4: additional device information unknown / not provided. D10: nint510, nanotite tm tapered certain implant 5 x 10mm nanotite tm tapered certain implant 5 x 10mm. G4: premarket identification unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
Customer reported patient's general dentist suspected a loose retaining screw and tried to remove it, the screw retained crown. She reported the entire complex (implant and crown) was easily removed. The dentist sent the patient to our omfs office. Clinical noted (B)(6) 2025: attempted to remove #19 loose screw, #19 removal of implant due to loss of integration and bone loss. Attempted to uncover screw completely to engage torque wrench failed, as I stripped the screw. Crown rotated 180 degree during process. Suspected some looseness of implant as well due to bone loss on the mesial and some (less on distal). Patient uncomfortable. I carpule 2% lidocaine 1:100,00 epi given. Cut slot into screw to utilize the straight driver. Implant came out completely. No bone attached between the threads after irrigation. Place gel foam. Poi given to patient. Rx peridex rinse tid for 3-4 days with salt water as needed. Patient clotting when he left. Additional appointment required: yes.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative zimvie received one (1) unknown biomet screw for evaluation. Visual evaluation of the as returned devices identified the implant with signs of use, and was attached to a crown. The screw's drive feature was observed stripped / heavily damaged. Functional testing to recreate the reported events could not be performed due to the nature of the devices & events. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is incorrect techniques used - customer error. Therefore, based on the available information, a device malfunction did occur. The reported event (damaged drive feature) was confirmed with all the available information. The loosening event was non-verifiable with the information provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.